Manufacturer narrative:
Fowler, bent cylinder, broken pivot.

Event description:
It was reported by service report that the fowler cannot be raised and the foot end jack was drifting down. No pt involvement or adverse consequences are reported.